Event description:
Healthcare professional reported right side "rupture was not shown from the MRI but device was found ruptured during explanting surgery." Device has been explanted and replaced.

Manufacturer narrative:
Continued h.6: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: no information: no observations are performed for the complaint as the event is no information. Additional observations: crease fold observed. Brown particles on the surface of the shell. Observed, broken device on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. No further actions are required as the device was implanted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.